Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The root cause of the bent pins cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.

Event description:
The daughter of a (B) (6) male pt called in to zoll lifecor customer support to report that she could not connect the pt's electrode belt to the monitor. She also reported that the connector pins on the electrode belt appeared to be bent. The pt received a replacement electrode belt.